Event description:
The user facility reported that the physician was unable to advance impella past sheath, the physician thought that maybe there were some stent struts getting caught. The patient had known peripheral disease with bilateral iliac stenting. The short sheath was exchanged for 25cm sheath in an attempt to get past stents with the sheath. Once again pigtail and wire were crossed into left ventricle, but physician was still unable to advance the impella out of sheath. Impella placement was aborted.

Manufacturer narrative:
The investigation into the reported "delivery issues" has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the root cause of the difficult inserting pump through introducer was unable to be determined as limited clinical details were provided and no product was returned for review.